Manufacturer narrative:
A system service check of the medrad arterion injection system (serial number (B)(4)) was performed by bayer service and was found to perform to specification. The disposables that were in use during the procedure were discarded by the site and not available for investigation. The lot numbers of the disposables were not able to be provided by the site and the site did report use of a 3rd party disposable during the procedure. Additional training was provided to the site on april 19, 2016. The arterion operation manual provides the following warning: "air embolism hazard - serious patient injury or death may result. Do not inject air. Purge all air from syringe and disposables before connecting or injecting to patient. Use only accessories and options provided by medrad which are designed specifically for the injection system."

Event description:
The site reported the following: a (B)(6) male was undergoing a cerebral aneurysm embolization procedure while connected to a medrad arterion injection system. The procedure was underway and several injections with the arterion system were performed without problems. The embolization catheter was inside the internal carotid artery while another injection using the arterion was performed. The physician noted an air bubble, approximately 3.5mm in diameter, inside the vessel. The patient experienced a transitory deficit on the right side of the body, associated with aphasic symptoms when awakened. The patient later fully recovered. The aneurysm embolization with stent implant was successfully completed.